Event description:
(B)(4). Extreme pain 7 out of 10 from improper placement of essure. Nausea, vomiting. Having to have surgery to remove uterus andamp; fallopian tubes due to essure placement andamp; perforation.